Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) was having spots in display.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0000682. Please refer to mfg report number 2249723-2025-0000682 for all information for this complaint event. Please cancel mfg report number in your database.

Event description:
N/a